Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen (baclofen) at 625 mcg/day. It was reported that the pump off code is being needed because the catheter has malfunctioned back in (B)(6) 2018 and the patient is approaching their elective replacement indicator (eri) and does not want the pump replaced. Caller states the catheter "malfunction" was discovered through an unsuccessful side port aspiration through the cap. The managing physician then titrated the pump down and put pfns in the pump. It currently has pfns in its reservoir and they are turning the pump off today with the tablet. The pump off code was provided. There were no further complications reported/anticipated.